Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2021, the patient experienced pain and loosening. This adverse event was treated with a revision surgery on (B)(6) 2021. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).